Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer replaced the dc/rf preamp and the blood sampling valve, and resolved the issue. (B)(4).

Event description:
The customer reported the results obtained for the latron primer were high out of specification on an intermittent basis when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.